Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device or any portion of the packaging materials associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this patient had a left total hip. When the foam trunion protector was taken off the real femoral stem, it was brittle and crumbled into multiple pieces. It seemed to be dried out and almost dust-like when removed. The expiration on the stem was within 2 weeks, so one explanation was that it was dried out due to the long shelf life. It was also indicated that there was a surgical delay of ten (10) seconds. No adverse reactions as long as all the brittle foam pieces were found. No instrumentation broke. No further information is available. Doe: (B)(6) 2021. Affected side: left hip.